Event description:
Related MFR report number: 2017865-2023-24615 it was reported that a patient presented remotely via merlin. Net. Review of the transmission revealed oversensing noise on both the atrial lead and right ventricular (rv) lead. Programming changes were performed to resolve the issue. There were no patient consequences.